Event description:
On (B)(6) 2011, the patient reported the up/down buttons of his infusion device do not work. He stated, he has to press the buttons many times to program a bolus and it can take up to 5 minutes. He first noticed the issue 6 months ago. The buttons are not visibly broken and do click when pressed. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.